Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint on the interface board. No damage was noted the on keypad traces. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an electrostatic discharge. The customer removed the battery and cap for 24 hours but when inserting the battery, the display remained blank and the buttons were not responding. Blood glucose value was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.